Manufacturer narrative:
Based on the information available, no conclusion can be made. The information provided indicates the patient is alleging multiple complications post mesh implant. The information provided is limited to the maude event report. Contact information was not provided, therefore, we are unable to request additional information. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Based on the limited information provided, a root cause cannot be determined at this time. The adverse reaction section of the instructions-for-use (IFU) states "in preclinical testing, phasix¿ st mesh elicited a minimal tissue reaction characteristic of foreign body response to a substance. The tissue reaction resolved as the mesh was resorbed". In addition, pain, hematoma and infection and are listed as potential complications in the IFU. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
The following was reported via maude event report (mw5094695): ¿patient called to report an adverse event involving her phasix st hernia mesh she had implanted on (B)(6)2019. Patient stated after implantation, she experienced chronic pain, foreign body reaction, flu-like symptoms, has become disabled, nausea, severe pain, headaches, vertigo, weakness, joint pain, developed hematomas, depression, recurrent utis and is now bedridden. Patient stated she had the mesh explanted on (B)(6)2020, but still has many complications and experienced very little relief.¿